Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during surgery, the distal end of a screw driver broke off resulting in a 15 minute surgical delay. All screws were removed and the one damaged screw was removed with the plate. The patient was reported to be in good condition and there were no complications. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was performed: the investigation has shown that the tip of the screwdriver is strongly twisted. Therefore a proper pick up of screws is no longer possible. The review of the production history revealed that the screwdriver was manufactured in october 2012 according to the specifications. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances and we have to assume, that exceeding applied mechanical overload during the loosening of a blocked screw caused this damage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.